Manufacturer narrative:
H6: additional coding was applied. Fdm/annex b code b14 added. Additional conclusion: review of the device history record for this valve found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. A number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient con ditions, and its presence and rate of formation is largely dependent on patient condition. With the information available, an assignable root cause for the thrombus could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received from the physician that the type b aortic dissection was due to the trauma of the dislodged valve. On the day that the aortic dissection was identified a CT was performed to assess the aortic dissection. Incidentally the CT identified a new aneurysmal dilation of the proximal descending aorta that measured 78 x 50 mm. One day following the carotid subclavian bypass, anemia occurred. Medication was altered and a transfusion of one unit of packed red blood cells was required for the anemia. The patient acutely bradycardic with pulseless electrical activity and cardiac arrest. Complete heart block (chb) ensued, and two cycles of cardiopulmonary resuscitation (CPR) was provided. Intravenous therapy (IV) medication was administered. Breathing was noted to be stridulous. A temporary pacemaker was utilized, and the patient was intubated and placed on a ventilator. Hypercarbia was noted with hypotension. Medication was administered. The patient was hospitalized for one and a half months following the diagnosis of the aortic dissection. It was reported that the aortic dissection and the proximal descending aorta aneurysm resolved five days after its onset. Two months and twenty-two days following the implant of the valve, right upper extremity swelling was noted. Ultrasound showed deep vein thrombosis (dvt) of the brachial vein in the right upper extremity. No treatment was provided for the thrombosis. No additional adverse patient effects were reported. B2 - outcome attributed to adverse event: hospitalization was added. H6: additional coding was applied. Fdc/annex d code d1102 replaced previously reported d1501. Conclusion: a device history record review was not required as the event description did not indicate a potential manufacturing issue. No valve implantation procedure images were available for medtronic review and the valve remained implanted. Thus, the valve was not returned to medtronic, so no product analysis could be performed. Potential factors that could influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. A conclusive root cause could not be determined from the available information, but sizing was a likely contributing cause as the subsequent valve that was successfully implanted, was a larger 34mm valve. Dislodge events are typically not related to a device malfunction. Mitral valve regurgitation is a potential adverse event associated with the implantation of the evolut valve and it can be attributed to factors such as valve position and implant depth where the depth can impinge on the mitral valve function or damage the mitral valve. In this case, a conclusive root cause of the mitral valve interaction could not be determined, but the valve dislodgement was likely contributing cause. Vascular injuries such as dissection, are known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities), and/or procedural effects (sheath used, user technique, puncture cut location). A conclusive root cause of the dissection could not be determined, but per the physician, the dissection was due to the trauma of the dislodged valve. In addition, snaring of the valve may have been a contributing cause as per the evolut instructions for use (IFU), repositioning of a fully deployed valve is not recommended, as it may cause adverse effects such as aortic root damage, vascular complications, and emergent surgery. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. A conclusive cause could not be determined, but the dissection may have been a contributing cause. Conduction disturbances, such as bradycardia and complete heart block (chb), are known potential adverse effects per the device instructions for use (IFU) and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. A conclusive cause of the bradycardia and chb could not be determined. Cardiac arrest is a known potential adverse effect per the device IFU. A cause of the cardiac arrest was not able to be determined and thus a relationship of the cardiac arrest to the device or procedure could not be determined. However, the dissection may have been a contributing cause. Per the device instructions for use (IFU), the bioprosthesis size must be appropriate to fit the patient¿s anatomy. Proper sizing of the device is the responsibility of the physician. In this case, a 34mm valve was successfully implanted after a 29mm valve was initially used and dislodged. A conclusive root cause for the improper sizing could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: no valve implantation procedure images were available for medtronic review and the valve remained implanted and was not returned to medtronic, so no product analysis could be performed. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, a conclusive root cause could not be determined from the limited available information. Dislodge events are typically not related to a device malfunction. Mitral valve regurgitation is a potential adverse event associated with the implantation of the evolut valve and it can be attributed to factors such as valve position and implant depth where the depth can impinge on the mitral valve function or damage the mitral valve. In this case, with the limited information available, a conclusive root cause of the mitral valve interaction could not be determined, but the valve dislodgement was a likely contributing cause. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not allege a device misuse or malfunction occurred. Updated data: results code and conclusion code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that provided further details into the event. The 29mm valve was initially positioned 1 to 2mm below the non-coronary cusp (ncc). The position was confirmed via imaging and the valve was deployed. Upon release the valve, it dislodged into the ventricle, completely covering the anterior mitral leaflet. The tab on the non-coronary side was snared with a non-medtronic catheter and snared left side with a gooseneck snare from the left femoral artery. The valve was easily, gently retracted into ascending aorta. Under transthoracic echocardiogram (tte) and fluoroscopic guidance, the valve was moved to a final position in the descending aorta. Subsequently, the 34mm transcatheter bioprosthetic valve was implanted. Added annex g code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This reportable event was identified as a duplicate to another previously submitted report 2025587-2021-02095. All future regulatory reporting will be conducted through this report 2025587-2021-01772. Corrected b7.relevant history corrected a. Patient information: a4 - weight in lbs, a5a - ethnicity, and a5b - patient race added h6 - device code a010103. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was not performed. No additional adverse patient effects were reported. Additional information was received that following the implant of the second valve, the two-hour electrocardiogram (ECG) and discharge ECG showed left bundle branch block (lbbb). No treatment reported for the lbbb. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that approximately two and a half months following the onset of the acute deep vein thrombosis, it was reported to be resolved. No adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: a3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that approximately two months and one week after the valve implant, a computed tomography (CT) indicated a type b aortic dissection. It was reported the dissection started at the site where the transcatheter aortic valve had been repositioned, extended through the abdominal aorta and terminated at the distal left external iliac artery. Subsequently a thoracic endovascular aortic repair (tevar) and carotid subclavian bypass were performed. An endoleak was suspected after the tevar, but did not require treatment. No additional adverse patient effects were reported. Updated codes: h.6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Previously reported b5 entry of "additional information was received that following the implant of the second valve, the two-hour e lectrocardiogram (ECG) and discharge ECG showed left bundle branch block (lbbb). No treatment reported for the lbbb. No additional adverse patient effects were reported." Was reported in error on the previously submitted report (2025587-2021-01772) submitted on (B)(6), 2021. This information does not meet reportable criteria and is redacted from this report. Updated g2 - report source with study. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA: pr 564122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during the implant of this 29-millimeter (mm) transcatheter bioprosthetic valve, upon final release, the valve dislodged ventricular. The dislodged valve was determined to be interfering with the mitral valve. The valve was snared and moved to the descending aorta. A second 34mm transcatheter bioprosthetic valve was successfully implanted. No additional adverse patient effects were reported. Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was not performed. No additional adverse patient effects were reported. Additional information was received that following the implant of the second valve, the two-hour electrocardiogram (ECG) and discharge ECG showed left bundle branch block (lbbb). No treatment reported for the lbbb. No additional adverse patient effects were reported. Additional information was received that following the implant of this transcatheter bioprosthetic valve via the right femoral artery with a minimum diameter of 7 millimeters (mm), peripheral angiography identified a dissection in the right external iliac artery occurred. Treatment included an 8 x 40 non-medtronic ballooning followed by two 10-millimeter (mm) x 5-centimeter (cm) stents. Post stenting, angiography confirmed good flow without extravasation and preserved flow in the right internal arteriotomy site. Closure devices were used for both the left and right arteriotomy sites. Additionally, the patient was discharged with a heart monitor related to the previously reported left bundle branch block (lbbb). Approximately thirty days later, the normal sinus rhythm was present and the lbbb was reported as resolved. No additional adverse patient effects were reported. Additional information was received that provided further details into the event. The 29mm valve was initially positioned 1 to 2mm below the non-coronary cusp (ncc). The position was confirmed via imaging and the valve was deployed. Upon release the valve, it dislodged into the ventricle, completely covering the anterior mitral leaflet. The tab on the non-coronary side was snared with a non-medtronic catheter and snared left side with a gooseneck snare from the left femoral artery. The valve was easily, gently retracted into the ascending aorta. Under transthoracic echocardiogram (tte) and fluoroscopic guidance, the valve was moved to a final position in the descending aorta. Subsequently, the 34mm transcatheter bioprosthetic valve was implanted. Additional information was received that approximately two months and one week after the valve implant, a computed tomography (CT) indicated a type b aortic dissection. It was reported the dissection started at the site where the transcatheter aortic valve had been repositioned, extended through the abdominal aorta and terminated at the distal left external iliac artery. Subsequently a thoracic endovascular aortic repair (tevar) and carotid subclavian bypass were performed. An endoleak was suspected after the tevar, but did not require treatment. No additional adverse patient effects were reported. Additional information was received from the physician that the type b aortic dissection was due to the trauma of the dislodged valve. On the day that the aortic dissection was identified a CT was performed to assess the aortic dissection. Incidentally the CT identified a new aneurysmal dilation of the proximal descending aorta that measured 78 x 50 mm. One day following the carotid subclavian bypass, anemia occurred. Medication was altered and a transfusion of one unit of packed red blood cells was required for the anemia. The patient acutely bradycardic with pulseless electrical activity and cardiac arrest. Complete heart block (chb) ensued, and two cycles of cardiopulmonary resuscitation (CPR) was provided. Intravenous therapy (IV) medication was administered. Breathing was noted to be stridulous. A temporary pacemaker was utilized, and the patient was intubated and placed on a ventilator. Hypercarbia was noted with hypotension. Medication was administered. The patient was hospitalized for one and a half months following the diagnosis of the aortic dissection. It was reported that the aortic dissection and the proximal descending aorta aneurysm resolved five days after its onset. No additional adverse patient effects were reported. Additional information was received that two months and twenty-two days following the implant of the valve, right upper extremity swelling was noted. Ultrasound showed deep vein thrombosis (dvt) of the brachial vein in the right upper extremity. No treatment was provided. Additional information was received that approximately two and a half months following the onset of the acute deep vein thrombosis, it was reported to be resolved. No adverse patient effects were reported. Additional information was received that on the first post-operative day, the patient's hemoglobin (hgb) had decreased from baseline. Per the physician, the anemia was due to acute blood loss. It was reported there was no treatment provided to address the anemia. In addition, the patient complained of low back pain and was noted to have an acute kidney injury (aki). Blood test results showed renal markers had increased. A CT of the abdomen and pelvis was performed and showed persistent enhancement of the bilateral kidneys from prior administration of IV contrast and a renal infarct located in the left kidney. Two months, one week following transcatheter aortic valve implantation (tavi) procedure the patient presented to the emergency department with hypertension, blood pressure (bp) was 159/76. Antiarrhythmic and calcium channel blocker medications were initiated via intravenous therapy (IV) and the patient was admitted to the cardiovascular intensive care unit (ICU) for strict bp control and planning for intervention. Five days later, a carotid-subclavian bypass was performed in the setting of thoracic endovascular aortic repair (tevar) for revascularization of the subclavian artery. The next day, a progress not documented a hematoma in the right groin that extended into the scrotum. Venous duplex ultrasound was performed on the lower extremities, right lower extremity, common femoral artery, femoral artery, common femoral vein, and femoral vein. Bilateral pedal pulses were identified; no pseudoaneurysm or arteriovenous fistula were observed. Five days later, the IV medication was discontinued and replaced with a beta blocker via IV drip. Two days later, the patient was hypotensive with pulseless electrical activity (pea) arrest. Respiratory cultures were obtained and demonstrated pneumonia. An x-ray of the chest was performed and showed "white out of right lung". A bronchoscopy was performed and a significant amount of secretion was removed. Antibiotic, nebulized saline, vasopressor medication, and dopamine were administered. The patient was discharged to home the same day with a bp of 119/56. Three months following the tavi procedure, a consultation with nephrology reported the acute kidney injury (aki) was likely acute tubular necrosis (atn) as a urinalysis showed non-glomerular proteinuria granular casts were noted by microscopy in the lab. The cause was unknown, no hemodialysis nor diuresis medications were required.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, upon final release, the valve dislodged ventricular. The dislodged valve was determined to be interfering with the mitral valve. The valve was snared and moved to the descending aorta. A second 34mm valve was successfully implanted. No additional adverse patient effects were reported.